Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, an alert for increased defibrillation impedance was observed. The patient was brought in to clinic for further investigation. Upon interrogation, increased impedance was noted until the patient performed several isometric exercises. No further intervention was reported. The patient was stable throughout and will continue to be monitored.

Event description:
Additional information received noted that the right ventricular (rv) lead was revised and replaced on (B)(6) 2020 due to an increased threshold value over time and rv lead noise had been previously observed. The patient was stable.

Event description:
Additional information received noted the right ventricular lead increased threshold along with increased impedance was the reason for the lead change.